Event description:
Event description cpi received information that this implantable pulse generator (ipg) was displaying the elective replacement past (erp) indicator after 3 years. The ipg did not meet the physician's expectations with respect to longevity. The ipg was explanted.